Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 3 months due to paravalvular leak, status post multiple patch reconstruction. The surgeon also indicated that there was no malfunction of the explanted device. The valve was replaced with another edwards bioprosthesis. No other details provided.

Manufacturer narrative:
Device not returned. Additional information regarding the event (e.g. Operative report, discharge summary) has been requested; however, it has not been provided at this time. Unfortunately, the edwards device was not returned for analysis; therefore, the valve could not be assessed for any malfunctions or deficiencies. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Manufacturer narrative:
Additional manufacturer narrative: a copy of the operative report was received on (B)(4) 2012. Based on the operative report, the patient had aortic insufficiency with a large paravalvular leak of her prosthetic aortic valve status post redo avr for endocarditis with abscess and patch repairs of the aortic root x2. Upon inspection, the patch was seen from the left main coronary artery extending over around the annulus of the left/right commissural region from essentially the left coronary artery to the right coronary artery. The patch had dehisced and left the area with no annulus for approximation. The patch was then removed and a root replacement with a 23 mm edwards prima plus stentless bioprosthesis was performed. Unfortunately, the sample device has been discarded, therefore, no evaluation can be performed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause cannot be confirmed, the operative report indicates that "the patch had dehisced and left the area with no annulus for approximation" possibly contributing to the large perivalvular leak. No further actions are possible with the available information.